Manufacturer narrative:
On (B)(6) 2015, the field service engineer (fse) was dispatched to address the reported event. The fse found a large syringe making the noise after finishing the wash cycle prior to starting the pump clean cycle. There was no indication of patient intervention or adverse health consequences due to the delay in reporting. The most probable cause of the reported event was failure of large syringe. Tosoh bioscience, inc. Is submitting on behalf of theforeign manufacturer, tosoh corporation, per e2017013. This report is being submitted due ot a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2015, a customer called to report that the g8 analyzer has a loud squeaking noise during the wash, and the squeek is getting worse. The customer states that it is running ok but is requesting a field service engineer (fse) to check it out before it becomes an issue. On (B)(6) 2015, the field service engineer (fse) was dispatched to address the reported event which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.